Manufacturer narrative:
H6: investigation summary bd received 6 photos from the customer for the investigation along with 3 samples. Upon evaluation of the customer photos that were returned from customer facility, the photos showed the defect as ¿poor barrier separation¿. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Retention samples of the incident lot were selected from bd inventory for clinical evaluation for poor barrier separation and upon completion, no issues relating to poor barrier separation were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure, poor barrier, because the defect was not evident in the testing of the customer lot samples. Testing of both retain and control samples tested was acceptable in terms of barrier formation. See h.10.

Event description:
It was reported that poor barrier separation occurred during use with a bd vacutainer® ppt¿ plasma preparation tube k2e 15.8 mg. The following information was provided by the initial reporter, "from mid to late march, there were frequent cases where the specimen could not be detected. The instrument alarmed that the needle or the pipeline was blocked. Looking at the specimen, it was found that part of the specimen wall was stuck with the separation glue that was not completely separated which eventually led to re-blood sampling." 50 occurrences were reported.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that poor barrier separation occurred during use with a bd vacutainer® ppt¿ plasma preparation tube k2e 15.8 mg. The following information was provided by the initial reporter, "from mid to late march, there were frequent cases where the specimen could not be detected. The instrument alarmed that the needle or the pipeline was blocked. Looking at the specimen, it was found that part of the specimen wall was stuck with the separation glue that was not completely separated which eventually led to re-blood sampling." 50 occurrences were reported.